Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide was broken off and fractured. Functional testing found that the assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated by using a test lab generator and battery. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ivor lewis surgery, the device jaw part was broken. A part of the device was completely disengaged but it was retrieved and returned. Another device was used to complete the procedure. There was no patient injury.